Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated onsite by a zoll italy representative; the customer's report was duplicated and attributed to the lcd and backlight inverter. The lcd display and backlight inverter were replaced to resolve the report. The device was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.